Event description:
Patient presented with severely tortuous iliac arteries, right distal iliac measured 23mm. A (B)(4) bifurcated device and a (B)(4) limb extension were implanted on (B)(6) 2010. A slight intraoperative distal type I endoleak was remaining in the right iliac. An (B)(6) 2010 follow up revealed the distal type I endoleak was still present and the diameter of the right distal iliac diameter had grown. On (B)(6) 2010, the patient was treated with a (B)(4) limb extension, which resolved the endoleak.

Manufacturer narrative:
Correction to results and conclusion:review of lot records/work orders, prior reports. No issues were noted. It is unknown whether the patient anatomy met criteria for indications for use. No conclusion can be drawn.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck angulation greater than or equal to 60 degrees is off-label per indications for use.

Event description:
Patient presented with severely tortuous iliac arteries, right distal iliac measured 23mm. A 28-16-120bl bifurcated device and a 20-25-65s limb extension were implanted on 06/15/2010. A slight intraoperative distal type I endoleak was remaining in the right iliac. An (B)(6) 2010 follow up revealed the distal type I endoleak was still present and the diameter of the right distal iliac diameter had grown. On (B)(6) 2010, the patient was treated with a 16-16-88l limb extension, which resolved the endoleak.